Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep preformed an onsite investigation. The batteries and sram (random access memory) were replaced and the system software was reloaded. The system was then found to be operating as intended.